Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, backup vvi alert was observed on the device. The device was reverted from backup vvi mode. There were no adverse consequences to the patient.